Manufacturer narrative:
The field service engineer cleaned the dilution vessel, ise sipper probe, and ise probe. He performed ise checks, calibration, and qc that passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen 2 result from the cobas pro ise analytical unit. The initial sodium result was 121.2 mmol/l and the repeat result was 126.8 mmol/l. The initial potassium result was 5.91 mmol/l and the repeat result was 5.48 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.